Event description:
During follow-up on internal report reference number (B)(4), school nurse reported that the customer was hospitalized from (B)(6) 2026 and discharged on (B)(6) 2026; per nurse customer had been taken to the ER by their parent. Customer has another meter/strips at home that they use; the information for that meter/strips was not provided. Per nurse, customer went to the ER because mother stated that they were not eating and had been feeling weak. Per the nurse, when the customer got to the hospital, his blood glucose was 435 mg/dl (undisclosed if fasting/non-fasting). Customer was not at school the day he was taken to the ER. Per school nurse, the diagnosis was borderline dka. Customer discharged and was advised following up with pcp. Per the school nurse, there was no change in medication.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to student being hospitalized due to symptoms. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc (B)(4): there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on 16-mar-2026 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the products.